Event description:
The pt experienced a shocking/jolting sensation in her vagina. There was no known accident or incident related to this complaint. The pt was admitted to the ER, and it was reported that the "pt may be altered". Add'l info was requested.

Manufacturer narrative:
(B)(4).